Event description:
The customer reported, that the unit failed testing and was getting recurrent error messages.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is stil under investigation.